Manufacturer narrative:
Concomitant products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v063929, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 200, product type: extension. Product ID: 3387s-40, lot# v014620, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
It was reported the patient had diminished therapy benefit with elevated impedances. The patient¿s implantable neurostimulators (ins) were replaced in (B)(6) 2014 and since the replacement tremor control in one extremity had diminished. Impedances measured at 0.25 ohms found pairs with contact zero were in the 5,000-6,000 ohm range. Impedances of electrode pairs with contact zero were measured to be the following: c-0 ¿ 4306 ohms, 0-1 ¿ 4412 ohms, 0-2 ¿ 4964 ohms, and 0-3 ¿ 6246 ohms. When impedances were run at 1.5 or 3.0v, impedances were within normal range for contact zero. Therapy impedance was measured to be 1174 ohms. X-rays of the system were being done on the day of this report. The ins was programmed to 2+, 0-, 1- at 3.5v, a pulse width of 90, and a rate of 185 hz. The patient was getting some therapy benefit, but the patient and their healthcare professional (hcp) thought therapy was not as controlled as it once was and controlled diminished by up to 50 percent. The manufacturing representative was meeting with the patient the following day. The following day, the patient reported that stimulation was intermittent related to positional changes, they had a loss of efficacy, and they had a shocking or jolting sensation. The shocking sensation traveled from the patient¿s face down to their left arm. The patient noticed the shocking more when they raised their arm to put on a shirt. The manufacturing representative wondered if the shocking sensation was similar to when the ins was turned off and back on. The patient¿s tremor had come and gone. No visible breaks were seen on x-ray. The manufacturing representative stated the lead/extension connection may appear to seem a little lower down than normal. After the ins was replaced, impedances were measured to be within normal limits and ¿?¿ was measured. The patient was to be brought in for further reprogramming and to check impedances while the patient changed positions. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-04009.